Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Patient is likely has been parafunctionally using implants as temporary bridge was fractured again. (B)(6) are the same patient.